Event description:
It was observed during device evaluation that the duodenovideoscope had a stain in the inside of the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the grip and switch box was scratched, the air/water and suction cylinder had no color, the scope connector case unit was dirty, the plug unit, the circuit board unit in the scope connector, the scope connector cover unit, and the cable unit had corrosion due to the water leakage. The image guide protector had a cut, the cover of the light guide bundle was damaged, the distal end was shaved, the adhesive around the objective lens had wear, the water tightness in the forceps evaluator was lost, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the stain in the inside of the light guide lens was the lens glue was peeled off due to physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used, etc. Subsequently, the lens was invaded by humidity, then corroded. Olympus will continue to monitor field performance for this device.